Event description:
The complainant reported a patient (race unknown) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During impella cp support, the impella was probably dislocated during resuscitation, and repositioning was no longer possible. The patient was in very critical condition with high doses of catecholamines. There are no details received regarding the impella position prior to cardiopulmonary resuscitation or thuoy-borst. The impella cp was explanted.

Manufacturer narrative:
A.5 ethnicity and race are unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for positioning issue has been completed. The impella device was not returned for evaluation. Based on clinical description, the root cause of positioning issue was most likely use related due to cardiopulmonary resuscitation (CPR). The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12590: b5 included information that was inadvertently left out from the original report f6/f8-should have been left blank. G1 manufacturing site address line 2 should have been left blank.

Event description:
The decision was made to withdraw care and the patient expired. Per medical safety officer review there is not enough information to associate use of device with outcome.